Event description:
Patient reported that the active meter generated a result of "lo" (< 10 mg/dl) without having first applied blood or control solution to the test strip. Patient did not modify therapy based on this value. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.